Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The issue was initially resolved by using a non-tandem charging cable, but further troubleshooting indicated the need for a pump replacement. Tandem technical support instructed the customer on how to use the replacement pump and required the return of the malfunctioning pump. A replacement pump, wall adapter, and charging cable were sent to the customer.